Event description:
Hill-rom received a report from the account stating that the sling loop broke while lifting a patient, causing the patient to drop into a chair. The lift was located in the patient room. There was no patient or user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
One of the check points in the general periodic inspection protocol liko slings and (B)(4) support vest, (B)(4), states to check that the loop straps are approved. It is also stated 'if one or more of the check points will result in "not approved" the product must not be used". No further information is available on the repair of the lift at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.